Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused worsening asthma, cough and motor vehicle accident. The patient did receive medical intervention and reported to see her healthcare provider and was placed on a nebulizer. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section (b5) should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused worsening asthma, cough and motor vehicle accident. The patient has alleged to seeing particles in the device. The patient did receive medical intervention and reported to see her healthcare provider and was placed on a nebulizer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additional information was received and section (b7) was updated to reflect the patient's current underlying health conditions section h6 was corrected with the appropriate code(s) for the: type of investigation/investigation finding/investigation conclusions which relect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused worsening asthma, cough and motor vehicle accident. The patient has alleged to seeing particles in the device. The patient did receive medical intervention and reported to see her healthcare provider and was placed on a nebulizer. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found liquid ingress, an unknown contamination, an unknown particulates, keratin like contamination, slight dust-like and fibrous contamination in the blower housing, air inlet, bottom enclosure, blower box, blower box outlet and blower outlet seal. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of liquid ingress, an unknown contamination, bio contamination and slight fibrous contamination in the heater plate cover panel, humidifier enclosure, rear panel of the humidifier, drybox, flip lid seal and drybox seal. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, thirty-two instances of: e-200. The manufacturer concludes the contaminates found were consistent with liquid ingress, an unknown contaminate, an unknown particulate, dust, keratin and fibrous. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. Section b1, b2, d9, d10, g3, h1, h3 and h6 has been updated / corrected.